Event description:
On (B)(6) 2013, the manufacturer was informed of an adverse event which occurred after focal ablation for barrett's esophagus. By report, the patient had a history of underlying cardiac co-morbidities, including congestive heart failure, cardiac arrhythmia, and a cardiac pacemaker. The patient had previously undergone endoscopy with circumferential ablation of a long-segment of barrett's esophagus without adverse event. Approximately two months later, a follow-up endoscopy with focal ablation for three small residual areas of barrett's esophagus was performed. The physician reported that this procedure was without adverse event and there was no reported device malfunction. The patient was discharged to home with family within 1-2 hours of completing the case, with no acute issues occurring. Approximately 6 hours after being discharged to home, the patient developed acute onset of severe chest pain, 911 was called, and the patient was taken to an emergency department. It was reported that during transport by the emergency personnel, the patient was noted to be in ventricular fibrillation and cardiopulmonary resuscitation (CPR) and cardioversion was attempted. Upon arrival to the emergency room, additional CPR and life support measures were attempted, without success. The patient expired in the emergency department. By report, the cause of death was deemed congestive heart failure. On (B)(6) 2013, the ablation generator was inspected and fully tested by engineering and technical staff and determined to operate within specification. The treating physician indicated that the relationship of this adverse event to the ablation procedure was "unrelated", and that there was no device malfunction observed, yet the manufacturer is reporting this event out of an abundance of caution to comply with 21 cfr 803.

Manufacturer narrative:
Summary of inspection of the generator performed on (B)(4) 2013 by covidien engineering/technical staff: the haloflex generator (catalog #1190a-115a, s/n (B)(4)) passed all visual inspections and functional testing and meets product specification. (B)(4).